Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that he received no delivery on his insulin pump. The customer's blood glucose was 140 mg/dl. Troubleshooting was performed. The customer performed a 5.0 unit fixed prime. Insulin did not exit. The customer was advised to remove the reservoir from the insulin pump and then disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing. The customer reported insulin exited the tubing. The customer then reinserted the reservoir and ran a manual prime. Insulin exited with a manual prime. It was explained to the customer that the no delivery alarm was caused by a set or reservoir occlusion. Nothing further was reported.